Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 6/13/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in review of the file it was noted that the correct patient date of birth is (B)(6) 1957. The initial MDR was submitted with a date of birth listed as (B)(6) 1957. As a result, the following field has been updated. Section a2: date of birth: (B)(6) 1957. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 12/20/2018 and 4/14/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the post implant of a model zxr00 18.5 diopter intraocular in the patient¿s left eye, the patient, complained of blurry vision and dysphotopsia. The iol was explanted and replaced with a model zcb00 22.0 diopter lens. The patient was doing fine post-exchange. No additional information was received.